Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-oct-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that the patient's catheter was plugged. The patient reported that a roller study was performed that they "flushed in through". This occurred approximately 2 or 3 years prior to the date of the report. No symptoms were reported. No further complications were reported.